Event description:
It was reported that there was a loss of therapeutic effect. On (B)(6) 2015, the patient's program was changed to program 4 at 2.7 volts and the patient felt a good jolt. The patient said that¿s enough but he was still having all kinds of problems. This started on (B)(6) 2015. The patient went 7 times on (B)(6), 6 times on (B)(6), 11 times on (B)(6), and 4 times on the day of the report. The friend/family of the patient wondered if they should switch programs. They were recommended to consult with their health care professional (hcp). No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).